Event description:
Information was received that reported a patient was hospitalized in 2008 due to an incident of hyperglycemia. The reporter stated the patient's blood glucose had been very labile for several weeks; they attributed the patient's frequent highs to stress and/or a bug. On the same day, she began vomiting and was brought to the ER. She was admitted and was treated with IV insulin and fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.